Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the bubble sensor detector. The incident occurred in (B)(6). Through follow-up communication livanova learned that the device stopped sensing. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a bubble sensor detector was defective. There was no patient involvement.

Manufacturer narrative:
As per field service technician notes, a new bubble sensor has been sent to the customer who will be replacing it themselves. Based on all the above facts and similar event reported by other customers, the root cause of the reported malfunction is traced back to a defective bubble sensor. Most likely, a defective bubble sensor cable caused the reported event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.